Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a final driver was broken during surgery while final tightening the blocker into place. The procedure was completed using an alternative final driver. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The driver was not returned; however, a photo was provided by the reporter and used for evaluation. The tip was confirmed to have broken. The cause is likely attributed to forces applied to the device that exceeded its capabilities. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a final driver was broken during surgery while final tightening the blocker into place. The procedure was completed using an alternative final driver. There were no reports of patient impacts associated with this event.